Event description:
Additional information was received from a healthcare provider (hcp) indicated the hcp was seeing service code 100, that there was a motor stall. The hcp states that they want to restart the pump today from stopped pump mode, and switched the concentration from morphine from 20 mg/ml (in stopped mode) to morphine sulfate injection (mitigo) 10 mg/ml at 0.5 mg/day. The hcp set the bridge bolus and the duration has lasted 267 hr and 44 minutes at a rate of 0.961 mg/day during the bridge (lowest pump can go at with 20 mg/ml of morphine). The hcp then filled the pump to 17 mls and updated the pump. After update, the hcp ended the session then re-interrogated and continued to see service code 100 (motor stall) and checked the pump logs which showed that the pump was stalled on (B)(6) 2021 at 10:06 pm then recovered quickly on (B)(6) 2021 at 10:24 pm (which could be due to someone putting the magnet over the pump as previously reported). The pump then stalled again on (B)(6) 2021 at 12:33 am and then someone updated the pump on (B)(6) 2021 at 6:11 am into stopped pump mode. The pump recovered on (B)(6) 2021 at 9:53 am (it was unclear if the hospital kept the magnet over the pump until the rep could come assist with programming). The next log was then on (B)(6) 2021 where it stated the pump had been stopped for 48 hours (which would be expected because it was programmed to stopped pump mode on (B)(6) 2021 at 6:11 am). The only remaining logs showed that the pump was updated on the date of this report. The hcp ended the session and re-interrogate a third time which showed the logs above with no current stall. On the home screen of the a810 tablet, there was not an alert that stated, "active alarm" in the top left corner but it did state "service code 100, pump is stalled" in the left hand corner. The hcp went through the entire refill and adjusted workflow and confirmed all of the settings were accurate and the bridge bolus tab also showed the bridge bolus was actively running. The hcp confirmed that they were all able to hear the audible critical alarm prior to the update (since it w as in stopped pump mode for > 48 hours and this was expected), but now they have not during the entire duration of the call. It was unknown why service code 100 was being displayed. It was discussed that the hcp would come back after the bridge bolus was done to re-interrogate and see if the messaged cleared after some time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative (rep) regarding a patient receiving morphine (20 mg/ml at 1.999 mg/day) via an implantable infusion pump. It was reported that the patient's pump had been empty for four months and was refilled on friday. The caller stated that the previous dose was at 5mg/day and that the patient was started at 2mg/day during the refill. The patient became unresponsive, with altered mental status and vomiting. While in the ambulance on the way to the hospital the patient was given 2 narcan doses. They were admitted to the intensive care unit, a magnet was placed over the pump to stall it and the patient was placed on a narcan drip. The rep programmed the pump to stop mode.